Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank during use and was not viewable. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's lcd screen was observed. The device was recalibrated to address the issue.